Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the physician said the angio-seal vip shaft buckled just behind the bypass tube. The patient was reported to be in stable condition, and the procedure outcome was successful. Additional information was received on april 19, 2018. Manual pressure was applied to successfully achieve hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was the only component returned. The returned component was subjected to visual analysis. There was a kink at the proximal end of the manufactured slit approximately 0.824" from the distal tip as measured with a sliding gauge. The collagen appeared expanded and the bypass tube was in the manufactured position. There is no evidence that this event was related to a device defect or malfunction. Off-axis forces have been known to cause kinks. The location of the kink and the presence of blood like substance indicates that the kink likely occurred during handling of the device during the procedure.